Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was tested on the table prior to use and the guide wire and stylet had difficulty passing through the lumen of lead. The lead was not used and a new lead was used. No patient complications have been reported as a result of this event.